Manufacturer narrative:
The customer complaint of rate accuracy failures was confirmed and replicated during testing. The returned pump modules were both found to be slightly out of specification on the negative side of the rate accuracy specification (-3.8933%, -3.5150%). Rate accuracy calibration was successfully performed on the returned pump module devices with no issues observed. The returned rate control sets were also testing using the customer¿s calibrated pump module device and were found to be in specification with no issues noted. It is not believed that these sets were used during the previous yearly rate accuracy calibration since they were just recently manufactured. A known good test rate control set pump segment was expanded to simulate excessive usage and one of the returned pump modules was calibrated using this set. Rate accuracy verification was then performed using a known good set and found this device to be out of specification on the low end of the specification. This result is consistent with the as found conditions of the returned pump modules on the negative side of the rate accuracy specification. It is suspected that the volume of the rate control set used for calibration was approximately 3% high. Some possible reasons for this condition are, rate control sets used in excess of 60 uses; rate control sets used for occlusion pressure testing; and rate control set pumping segment volume too high. See appendix for additional information. There was no indication during the investigation that a device malfunction occurred. The returned pump modules successfully calibrated with no issues and the rate control sets passed testing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported they are seeing a good amount of rate accuracy failures on their 8100 modules. Out of 485 modules tested, 104 of them failed the rate accuracy test and had to be calibrated. The rate accuracy on these failed models is out of the recommended 11.59 to 12.41 grams range. The customer would like to know if there is a reason why these many modules are becoming out of the rate accuracy range within a year of being pm serviced and is the 12 gram +/- 3.4% range on the pm software correct? Their pump test setup was configured as specified within the alaris service manual. There was no patient involvement.